Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer device was previously returned to pentax medical from a customer on 13/feb/2018. Inspection of the suction arm was performed on 15/feb/2018 where the quality control inspector found the following: insertion tube severe crush at stage 1, insertion tube buckles at stage 1, leak at biopsy channel (large/ primary) distal side, failed wet leak test, umbilical cable bump, distal body chipped, residue on light carrying bundle distal cover glass, failed dry leak test, customer complaint confirmed, suction arm loose, # 4 remote control button cover cracked, leak at # 4 remote control button cover, umbilical cable buckle/s, down angulation decreased, up angulation decreased, primary operation channel hole. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 26/feb/2018 . Parts replaced: o-rings and seals, bending rubber, distal end assy with tube, distal joint screw m1, insertion flexible tube w/segment, light guide cable, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), friction lever assy r.c. Button (4) pb-free.